Event description:
(B)(4) study. Same patient as MDR ID#: 2134265-2012-07311. It was reported that during a coronary artery stenting treatment procedure, inadequate stent apposition occurred. In (B)(6) 2011, clinical status assessment identified the patient's qualifying condition as unstable angina (braunwald iib), and the patient was referred for cardiac catheterization. The target lesion was located in the proximal left anterior descending artery (prox lad) with 80% stenosis and was 30mm long with a reference vessel diameter of 3.0mm. Post pre-dilation a 3.00x32mm promus element stent was released at 8 atm. Angiography showed "poorly released stent." A 3x12mm non-bsc balloon was used to post-dilate the stent which then showed adequate release and good attachment. Residual stenosis was 0%. The patient was discharged on aspirin and clopidogrel.

Manufacturer narrative:
(B)(6). (B)(4). Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review conformed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as the complaint is associated with a product that meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).